Event description:
During an implant procedure, a varying low voltage impedance was observed on the right atrial (ra) lead. The ra lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.